Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. Initial reporter phone: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the product was not returned for evaluation as the lens remain implanted in the eye. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) was implanted into patient's operative eye. When the lens was observed using a slit lamp after operation, the surface of the lens had a thin horizontal line of scratches near its center. The physician taken a wait-and-see approach because it did not impact on the patient¿s vision acuity. There was no patient injury and the lens remains implanted. No other information was provided.